Event description:
The handpiece was returned to the MFR for service, and during the investigation black grease came out of the oscillating head while being run. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service and eval. During the investigation black grease came out of device while being run. Based on the repair details, a possible cause was corrosion on the oscillating head and problems with bearing. Those parts were replaced along with other components. The handpiece was repaired and returned to service.